Manufacturer narrative:
D2: concomitant medical product ID: 9735821r lot # p904587. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was showing an optical localizer faulted message and the camera had an amber light. The manufacturer representative (rep) rebooted the system with no change. Rep checked network device interface (ndi) toolbox and found a "bump detector battery fault. Return for service." Message and "bump detected. Accuracy assessment recommended." Message and "storage temperature exceeded." Message. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. Ndi toolbox was opened to confirm operation of camera. Camera was tested with instruments and was working. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned positioning sensor unit (psu). The returned psu contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility dating back to january 2021 and intermittent illuminator current low, dating back to (B)(6) 2022. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .667mm with a passing threshold of .250mm. H6: b01, c07 and d02 apply to the system checkout & returned positioning sensor unit (psu) product ID 9735821r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.